Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that posterior circulation ischemia occurred, requiring treatment. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 100% stenosis and was 28 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 28 mm synergy stent system with residual stenosis of 0%. Post-dilatation was not performed. The subject was implanted with one additional drug eluting stent with a rationale provided as other. The next day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with posterior circulation ischemia and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. The event was treated medically. Two months and four days later, the subject was discharged, and the event was considered to be recovered/resolved.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that posterior circulation ischemia occurred, requiring treatment. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 100% stenosis and was 28 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 28 mm synergy stent system with residual stenosis of 0%. Post-dilatation was not performed. The subject was implanted with one additional drug eluting stent with a rationale provided as other. The next day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with posterior circulation ischemia and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. The event was treated medically. Two months and four days later, the subject was discharged, and the event was considered to be recovered/resolved. It was further reported that a drug eluting stent was used to treat the target lesion.